Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device fired fine for the first three times. Then would not fire on the fourth reload. The patient¿s appendix perforation was not caused because of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.